Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The unit was tested on an in-house system in normal mode with errors. The unit was also tested on a psc fixture test platform (pftp) where the agc current test failed. Troubleshooting the issue, using a golden yaw searchlight flat flex cable's (ffc) pftp agc current test passed on retry, performing an aba, the issue came back. After a further investigation, contamination was not found on usm. System logs confirmed error 1174, 1123, 32056 pointing to the yaw. As a fix, the yaw searchlight printed circuit assembly (pca) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors were reoccurring on universal surgical manipulator (usm) 3. System logs confirmed errors reported by usm 3, indicating encoder faults. Customer was able to disable arm3 and continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case was a robotic inguinal hernia with mesh. Prior to docking the robot, the error was discovered when the robot alarmed. Arm 3 was completely disabled. Technical support was contacted but the arm was not able to be used. The surgeon was able to tuck the non-functioning arm out of the way and proceed with the case robotically with no change to the case for the patient.